Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was trouble slitting the sheath. After slitting and removal, a metal thread was noticed outside the sheath body. No patient complications have been reported as a result of this event.